Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1 intermittently recovered but failed to open even after rebooting. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 intermittently recovered but failed to open. The field service engineer (fse) replaced inseparable but unable to get drawer functioning. The fse found solenoid doesn¿t have enough power to trigger drawer to open. Swapped out a full height drawer, removed cubies in full height drawer, inserted cubies from full hot drawer but was not working. Then, the fse replaced the full height drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.